Event description:
Extracorporeal photopheresis(ecp) treatment was started via the pt's neostar central venous catheter, using the cellex device. The cellex instrument gave a "blood leak" alarm and a fine spray of rust-colored spots were noted on the wall of the centrifuge compartment. The pt lines were immediately clamped and the treatment was aborted as per protocol. The fluid balance was -120ml. The pt was evaluated and no contaminated blood products reached the patient. The instrument was in the "purging air" part of the treatment and only saline was infusing at the tko rate. A new kit was primed and the ecp was completed without a problem. The pt tolerated it well, vital signs remained stable, and the pt was afebrile. The bmt clinic was notified. The pt was discharged to the scheduled clinic appointment. The kit and smart card were saved for return to therakos for an evaluation of the drive tube.